Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and reservoir was attached to a drain. During use, negative pressure could not be maintained. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.